Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in impedance, oversensing of r- and t-waves, loss of sensing of p-waves, and loss of atrial capture. There was a question regarding lead fracture. The device was reprogrammed to change sensitivity of lead. The lead remains in use. No patient complications were reported as a result of this event.